Event description:
Pt was on vent with device in line. Pt could not exhale. Respiratory therapist took pt off of vent and air burst out of the circuit. The device was examined and no soiling or fluid building up was observed in the device. Nebulization treatment (aerosol - albutrol/mucomist) was provided to the pt 2 hours earlier. No further pt sequelae were reported.